Event description:
Pt is requesting one pump replacement since she keeps getting "no disposable, damp tubing" on one pump serial number: (B)(6), maintenance due date unspecified. Per pt, she detached/reattached cassette to alarming pump and then attached same cassette (lot number and expiration date unknown) to backup pump but had same issue. She then made a new cassette and attached to her backup pump without issues. Per pt, this has happened a few times unknown if it was previously reported) with this pump and not sure if its a cassette issue. Both pharmacist and patient not sure if it is a pump or cassette issue. Pharmacy is only replacing the initial pump. Pump/cassette return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No other information. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Pump is available pending pt return, but cassette is not. Did we replace device? Pharmacy is only replacing initial pump, but not the cassette. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.